Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling a cartridge with approximately 250 units of insulin. Reportedly, the air was not being removed from the cartridge prior to filling it with insulin. The customer¿s blood glucose level was 170 mg/dl. Reportedly, a cartridge was loaded onto the pump.